Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacture reference number: 1627487-2023-05618. It was reported that during an additional fusion surgery, the patient's leads were cut. As a result, surgical intervention may be undertaken in the future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.